Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical power cable disconnect alarms was confirmed via the submitted log file and the log file downloaded from the returned system controller (serial number:(B)(6) ); however, the alarm was not reproduced during testing. The log files contained approximately 14 days of data combined ((B)(6) 2021 per the timestamp). Intermittent power cable disconnect alarms that were not associated with true power cable disconnections were captured from 11:35:16 to 13:45:32 on (B)(6) 2021 due to the relative state of charge (rsoc) voltage levels dropping to 0v while connected to 14v batteries. The atypical alarms occurred on both power cables and cleared when the rsoc voltage levels returned to the appropriate range. The log file also captured atypical power cable disconnect events that were not associated with true power cable disconnections from 15:22:11 to 15:22:25 on (B)(6) 2021; these atypical alarms occurred on power module and only occurred on the black power cable. The atypical power cable disconnect alarms did not affect the controller¿s ability to operate the pump at the set speed. The returned system controller (serial number(B)(6)) was functionally tested and was found to perform as intended, and atypical events were unable to be reproduced throughout all testing. The root cause of the reported events was unable to be conclusively determined through this analysis. Heartmate ii patient handbook, under section 5 entitled ¿alarms and troubleshooting¿ and heartmate ii instructions for use (IFU) under section 7 entitled ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the 14v battery clips, 14v batteries, and system controller power cable connectors. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate ii lvad, including inspecting/cleaning the contacts on the 14v battery clips and 14v batteries, and inspecting the system controller power cable connectors for dirt, grease, or damage. Heartmate ii patient handbook and heartmate ii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. (B)(6) was shipped to the customer on (B)(6) 2019. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had multiple power cable disconnect alarms. The clips were clean. The log file captured long strings of power cable disconnect events while using only battery power on (B)(6) 2021, where there was no voltage registered in the power lead. It started on the black power lead and then switched to the white power lead with little or no voltage. The controller was exchanged to (B)(4).